Event description:
The iab was inserted into the pt on 10/3/97 at 5:30 pm and removed on 10/4/97 at 3:15 pm. The iab did not malfunction. The pt had major ischemia, and removal of the iab was required. (Event complications: major ischemia/removal required-reported 3/13/98.) (Pt's current status: unk-reported 3/13/98.)